Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2014 with the following findings: the display screen was found to be dim and discolored. The battery compartment was cracked below the finger pad. The pump did not start up with a proper vibratory alarm. The pump case was removed to test the vibration motor and it was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored, the battery compartment was cracked, and the vibratory motor was out of alignment. This report is made based on results of investigation completed on 09/24/2014.